Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was no malfunction of the leadless ipg.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased approximately 20 days after leadless implantable pulse generator (ipg) was implanted. It was also reported that the patient's family member suspects that the ipg was "not working" or malfunctioned.